Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.